Event description:
The ins pushed out of the patient¿s body not too long after it was implanted. The patient thought the heat from recharging the ins caused it. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6)2010, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010. (B)(4).